Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before malfunction. Customer¿s blood glucose (bg) level was 282 mg/dl. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.